Manufacturer narrative:
Device evaluation the zfv6-80-6-4.0 device of lot number c2084799 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a literature study and captures 01 instance of thromboembolic occlusion. It is related to complaint (B)(4). Manufacturing records review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following as a potential adverse event: ¿restenosis of the stented artery¿. As per clinical input, ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. Possible root causes could be attributed to the patients pre existing conditions, the study procedure or a known potential adverse event. From the study, on september 16th, 2024, an angiography was performed after the patient presented to the emergency room the previous day. A diagnosis of a complete occlusion of the left sfa including both study stents and also the distal stent graft in the left popliteal artery with perfusion of the left lower leg vessels via pre-existing established collateral vessels was established. During the following night, the patient developed critical ischaemia in the left lower leg and underwent emergency surgical treatment. The occlusion and subsequent ischaemia in the left lower leg could possibly be caused by a combination of the patient's pre-existing conditions. Hypercholesterolemia and hyperlipidemia contribute to the build-up of plaques in the arteries, narrowing and hardening them, which can lead to occlusions. Additionally, hypertension can damage the arteries over time, making them more prone to blockages. Peripheral arterial disease further exacerbates this risk by reducing blood flow to the limbs. Chronic conditions such as peripheral venous disease and a history of thromboembolic events also play a critical role in promoting clot formation and vascular obstruction. The critical ischaemia developed as a result of the severe restriction of blood flow caused by the occlusion, depriving the tissues in the left lower leg of essential oxygen and nutrients. As per page 47 and 49 of the report, a relationship to the study device and procedure was deemed possible but it was impossible to determine the specific localization of the initial source of the occlusion. Also, the event occurred almost 1 year after the index procedure. It was impossible to determine if vessel preparation/angioplasty or mere wire/catheter passage during the index procedure ultimately led to vessel damage to contribute to the new occlusion event. The report stated that the advancing peripheral artery disease caused or contributed to the event. Also, as previously noted, "restenosis of the stented artery" is listed as a known potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a literature study and captures 01 instance of thromboembolic occlusion. According to the initial reporter, the zfv6 stent was placed on the 28 september 2023. On the 15th september 2024 the patient presented to the emergency room with a cold painful left leg (study leg). A diagnosis of a complete occlusion of the left sfa including both study stents and also the distal stent graft in the left popliteal artery with perfusion of the left lower leg vessels via pre-existing established collateral vessels was established. Confirmed quantity of 01 x used device. According to the initial report, an endovascular therapy was attempted via intraarterial lysis. During the following night, the patient developed critical ischaemia in the left lower leg and underwent emergency surgical treatment at the dawn of 17th september 2024 by means of femoropopliteal bypass and lower leg compartment fasciotomy, as revascularization of the left afs and popliteal artery was not possible despite the previous lysis attempt and neither surgically. Investigation findings conclude that possible root causes could be attributed to the patients pre existing conditions (advancing peripheral artery disease), the study procedure or a known potential adverse event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-mar-2025.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date of initial procedure (B)(6) 2023. Both stents placed left leg sfa, 2 zfv6 devices implanted. No aes documented during the procedure or discharge. (B)(6) 2024: a planned interim appointment at the department of vascular surgery took place on (B)(6) 2024, due to the increased individual risk profile and the complex revascularization. Patency of both study stents within left afs was confirmed using doppler ultrasound. Patient had unchanged preexisting pain in the right (contralateral) lower leg at 600m walking distance, no pain in the left (study) leg. (B)(6) 2024: a planned interim appointment at the department of vascular surgery took place on (B)(6) 2024, due to the increased individual risk profile and the complex revascularization. Patency of both study stents within left afs was confirmed using doppler ultrasound. Patient had worsening of the preexisting pain in the right (contralateral) lower leg now at only 200m walking distance. Still no pain in the left (study) leg. (B)(6) 2024: the patient presented to the emergency room on (B)(6) 2024, with a cold painful left leg (study leg), with onset on this day. Initially a high-grade stenosis of the left afs was diagnosed using doppler ultrasound at the ER. On the next day, (B)(6) 2024, an angiography was performed, here diagnosis of a complete occlusion of the left afs including both study stents and also the distal stent graft in the left popliteal artery with perfusion of the left lower leg vessels via pre-existing established collateral vessels. Endovascular therapy was attempted via intraarterial lysis. During the following night, the patient developed critical ischaemia in the left lower leg and underwent emergency surgical treatment at the dawn of (B)(6) 2024 by means of femoropopliteal bypass and lower leg compartment fasciotomy, as revascularization of the left afs and popliteal artery was not possible despite the previous lysis attempt and neither surgically. Relationship to study device(s) ¿ possible: if related (possible, probable, causal), provide a detailed description of how the study device(s) caused or contributed to this event: there was a total occlusion of almost the whole left afs with only a short proximal segment still patent. Both study stents but also the segment between the study stents and also the distal adjectant stent graft (non-study device!) Were occluded. It is impossible to determine the specific localization of the initial source of the occlusion. Relationship to study procedure ¿ possible if related (possible, probable, causal), provide a detailed description of how the study procedure caused or contributed to this event: the event occurred almost 1 year after the index procedure. It is impossible to determine if vessel preparation/angioplasty or mere wire/catheter passage during the index procedure ultimately led to vessel damage to contribute to the new occlusion event. Patient outcome: ongoing.